Event description:
It was further reported that post-stent deployment ivus was used which noted incomplete apposition, not stent under expansion as initially reported.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, stent under expansion was discovered and following the procedure, the patient experienced chest pain. The target lesion was a 3.0mm, 90% stenosed, 28.0mm long portion of the left posterior descending artery. The physician treated the lesion with pre-dilatation and implanting a 2.50x32mm taxus liberte stent. Post-stent deployment ivus was used which noted stent under-expansion. This was treated with post-dilatations with a non-compliant balloon. Residual stenosis was 0%. The patient was discharged the same day on aspirin and prasugrel. At 14 days post-index procedure, the subject developed chest pain. An angiography without revascularization was performed.

Manufacturer narrative:
Device is a combination product.(B)(4)device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
(B)(4).